Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day post implant and was causing the patient diaphragmatic stimulation in all pacing configurations. The lead was therefore explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.